Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedances from 80 ohms to out-of-range measurements greater than 125 ohms, consistent with lead calcification. Technical services (ts) discussed troubleshooting options, and recommended that the patient go in for an office visit to reset the shock impedance alert values to 150 ohms. It was confirmed that the device was programmed to initial polarity and maximum energy shocks for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.